Manufacturer narrative:
The microchoice medium speed drill was returned to conmed for evaluation on 25-may-2017. An evaluation and testing of the returned handpiece was unable to duplicate and/or confirm the reported problem. This unit performed to specifications with the maximum temperature of 75f by the collet with burguard, and 78f without the bur guard attached. The unit also passed all functional test requirements with no abnormalities or overheating problems noted. The maximum temperature allowed for this type of handpiece is 110f after 3 minutes. The customer's complaint of overheating and resulting in a patient burn could not be confirmed. A review of the service repair history for this device found the unit was manufactured on 09-oct-1996 with no service/repair history found. The manufacturer's recommended preventative maintenance was long overdue. The instruction manual informs the user of a 12-months service interval for this device. Failure to follow the recommended service schedules may result in overheating or damage to the handpiece and/or bur guard, and may result in burn injury to the patient or medical personnel. In this instance, this handpiece has been in use for approximately 20 years when this reported problem occurred. Over extended use and without proper preventative maintenance, damage can occur to this device causing it not to function at its optimum. A 2-year review of the device complaint history for the microchoice medium speed drill found one other adverse event has been reported. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of handpiece overheating and injury to the patient, the handpiece instruction manual provides the following precautions and warnings: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating. If overheating occurs, discontinue use and return the equipment for service - prior to use, ensure the bur guard and bur locked securely into the handpiece, run the drill at maximum speed for one minute and monitor for any of the following: excessive noise. Excessive vibration. The drill or bur guard being hot to the touch during the test procedure or during surgical use. The drill not operating up to its maximum preset speed (verify the maximum preset operating speed by fully depressing the drill activation lever or appropriate speed is displayed on console). - in addition, overheating may occur if the bearing in the tip of the bur guard is worn, possibly causing serious burn to the patient's tissue. To reduce the risk of injury, prior to surgery, spin the bur guard on a bur. If the bur guard spins freely, the bearing is still good. Otherwise, the bur guard should be sent for repair immediately. Do not use.

Event description:
It was reported during a hand procedure using this microchoice medium speed drill the patient suffered a burn. It was also reported a medartis brand drill bit, and drill guide were being used at the time of the alleged burn. Multiple attempts were made to find the extent of the burn, patient information, any treatment needed with no cooperation from the user facility.

Manufacturer narrative:
Correction/additional details of the evaluation of this handpiece. Testing of the handpiece found it failed hi-pot testing. This was related to cast stator failure. The rotor was jammed and corroded; stuck inside the cast stator sleeve. Evident 3rd party repairs have been performed on the collet. The collet bearing is grinding. The testing temperatures remained within specifications in spite of these issues.